Manufacturer narrative:
Explant has not been confirmed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflatoin.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.